Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the user could only partially deploy the stent. The stent was found fractured and the disposition of the distal stent end was unknown. Compressive crinkles and kinks were found at the proximal end which were concluded a consequence of excessive release force during deployment. It was therefore concluded that high friction affected the system during deployment leading to excessive release force, damage, and partial stent deployment; stent fracture may be a consequence of system removal with partially released stent. An indication for a process related issue could not be found. Based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' In regards to pta, the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified. (B)(4).

Event description:
It was reported that during a crossover stent placement procedure of a heavily calcified sfa via the external iliac, the stent was allegedly difficult to deploy. It was further reported that there was difficulty removing the delivery system. There was no reported patient injury.